Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted and was not revised as previously reported. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-03125/ -03126/ -03127/ -06196).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-03125/ -03126/ -03127).

Event description:
Legal counsel for patient reported patient underwent a left hip total arthroplasty on (B)(6) 2009 and a revision procedure on (B)(6) 2013 due to patient allegations of elevated metal ion levels, metal wear, metal poisoning and metallosis. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.